Event description:
A us distributor returned a monitor and reported a monitor displayed a service code 102 (charge profile fault).

Manufacturer narrative:
Device evaluation of monitor is underway. The reported problem (service code 102) has been confirmed. Upon investigation the monitor was displaying a service code 102 and failed incoming functional testing. A root cause investigation is underway. Investigation underway. No adverse event resulted from the damaged monitor.